Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a nuerostimulator (ins) for complex regional pain syndrome type 1. It was reported that patient was receiving an unknown error code on the ins recharger (insr). The patient reported seeing a doctor face and telephone one the insr, but when they connected during the call the patient did not see the icon. The patient also stated that when they were around people with tablets or cell phones they feel that it was interfering with their implant. They reported that they felt it down to their tailbone and that it felt painful. No further complications were reported as a result of this event.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient was still having the same issues with electromagnetic interference (emi). They also stated that they tried to make an appointment with the healthcare professional, but that will not be for another month. No further complications were reported.

Event description:
Additional information was received from the patient on (B)(6) 2017. The patient reported that he was still having emi issues where the wifi, microwaves, air conditioning were causing the stimulator (ins) to shock him. The patient reported that he saw his hcp on (B)(6) 2017 and was instructed to call the manufacturer to get in touch with a local representative. No further complications were reported.